Event description:
It was reported that the patient with this neurostimulator elected to have the device removed, stating it was not adequately addressing symptoms. The device itself was functioning properly, and reprogramming attempts were made prior to removal. No patient complications were reported, and an alternate treatment method was used following device removal. The patient is doing well post-procedure. Symptoms had worsened prior to the procedure, requesting device removal instead.

Manufacturer narrative:
Product code (d2b): additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4): additional premarket / 510(k)#: p190006.